Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 407 mg/dl, treated. Customer was just calling to replace broken belt clip and to be put on the list for a new device since he received scroll wrap notice. No further information reported.